Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for chronic regional pain syndrome type I. It was reported that the patient was having erratic ins battery depletion. She stated that sometimes she had to charge twice a day because she used such high settings. Additional information received from the patient reported there had been no change in activity. She stated that she called because she wanted to know about the battery life, how long. The patient indicated that she was not surprised that the battery has not lasted the length of time that was claimed. No actions were taken to resolve the erratic ins depletion as of yet, possible replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.